Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a bilateral diep (deep inferior epigastric perforator) procedure, in which a vessel everter device and 2.0 coupler were used. It was reported the arteries involved internal mammary artery (ima) and deep inferior epigastric arteries (diea) measured 2.0mm (left and right sides). The surgeon reported the angle of the everter made it difficult to see the area of interest and noted a pressure gauge would prevent application of excess pressure. It was reported this caused damage and tears the arteries. Tears were visible on both flaps, however, the right flap required removal of flow coupler and re-anastomosis with suture. The surgeon reported the area over the coupler pins was ¿too heavily worked and handled, risking an arterial tear¿. It was reported ¿no resulting harm was experienced by the patient¿. The patient outcome was reported as ¿coupler was removed on one side and successful anastomosis achieved with suture¿. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.